Event description:
Operative side: right. The proximal cone body implant was not fully seated from the (B)(6) /2018 surgery. Doctor removed the loose cone body and prepared for a replacement cone body. Removed implants: 1. Cone body, 2. Biolox head. Rep confirmed that the distal stem was not actually revised and remains implanted.

Manufacturer narrative:
Additional information: historical data analysis an event regarding seating/locking issues involving a restoration modular body was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a medical review was not performed because no medical information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Manufacturer narrative:
An event regarding seating/locking issues involving a restoration modular body was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review : not performed as the device lot details are unknown. Complaint history review : not performed as the device lot details are unknown. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Operative side: right. The proximal cone body implant was not fully seated from the (B)(6) 2018 surgery. Doctor removed the loose cone body and prepared for a replacement cone body. Removed implants: cone body, biolox head. Rep confirmed that the distal stem was not actually revised and remains implanted.